Manufacturer narrative:
An event regarding patient factors (patient ruptured her pcl) involving a triathlon femoral component was reported. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. It was reported that the patient ruptured her pcl and had to be converted to a ps knee. Doctor stated that there were no issues with the implants. Patient factors necessitated the revision. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned to the manufacturer.

Event description:
Patient had a total knee replacement (B)(6) 2018. Patient subsequently ruptured her pcl. She was converted to a ps knee. Doctor stated that there were no issues with the implants. Patient factors necessitated the revision.